Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the light cable burned the patient. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence the complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: safelight design boot material light source use error in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It was reported that the light cable burned the patient. Although there was patient involvement, the procedure was completed successfully.